Event description:
It was reported during a da vinci nephrectomy procedure, that the wire had slipped off on the prograsp forceps instrument and it would not turn. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was derailed. The instrument motion was not intuitive. The instrument housing was opened for further investigation and found the pitch cables were derailed/ loose at the clamping pulley. Pitch cable was starting to unravel at the distal clevis hub. Additional observations by failure analysis found the distal end of main tube had scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however main tube scratches were to recur could cause or contribute to an adverse event.